Event description:
The physician was attempting to inflate a nc sprinter rapid exchange (rx) balloon dilatation catheter to treat a lesion in a patient. It was reported that the nc balloon was being used to post dilate the stent but it was noted that there was a break in the shaft. There were no abnormalities noted to the device during preparation. The balloon was removed from the patient. It was reported that there was no health hazard to patient after the procedure. Evaluation summary: the balloon had not been inflated. The hypotube had detached 78cm distal to the strain relief. The hypotube was kinked 74.5cm distal to the strain relief. The detachment sites were jagged and oval.

Manufacturer narrative:
(B)(4).